Manufacturer narrative:
The customer reported that the staff is claiming the unit did not alarm when the patient had an elevated heartrate. The patient was discharged from the ed and admitted to another department where they coded upon admit. Staff looked into the emr for the patient and saw the elevated hr of over 150bpm but were unable to verify if the alarms went off at the central nurse's station (cns) in the review data due to the patient being discharged. When tech support (ts) asked the customer if they saw an alarm in the emr for the elevated hr, they stated that their emr doesn't record if there is an alarm or not and only records the values. Ts informed the customer that unfortunately, because this happened so long ago, the data will be missing from the cns. The customer was unaware that we could see if a unit alarmed via logs if it was within a few days. Due to the nature of the issue at hand and that it was reported that a patient coded after transfer, ts is initiating an adverse event investigation, even though the customer refuses to confirm if there was harm/death or not. Investigation conclusion: the cns logs were received, but data from the occurrence date 11/24/2025 was not available. The alarm logs only go back to 12/4/2025. The complaint could not be confirmed from the logs. The bedside monitor was received. The unit was evaluated and the complaint could not be duplicated. The device was repaired for having a dim display during testing. Root cause could not be determined. Additional device information: d10 concomitant medical device. Central nurse's station. Model: pu-681ra. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the staff is claiming the unit did not alarm when the patient had an elevated heartrate. The patient was discharged from the ed and admitted to another department where they coded upon admit. Staff looked into the emr for the patient and saw the elevated hr of over 150bpm but were unable to verify if the alarms went off at the central nurse's station (cns) in the review data due to the patient being discharged. When tech support (ts) asked the customer if they saw an alarm in the emr for the elevated hr, they stated that their emr doesn't record if there is an alarm or not and only records the values ts informed the customer that unfortunately, because this happened so long ago, the data will be missing from the cns. The customer was unaware that we could see if a unit alarmed via logs if it was within a few days. Due to the nature of the issue at hand and that it was reported that a patient coded after transfer, ts is initiating an adverse event investigation, even though the customer refuses to confirm if there was harm/death or not.

Manufacturer narrative:
The customer reported that the staff is claiming the unit did not alarm when the patient had an elevated heartrate. The patient was discharged from the ed and admitted to another department where they coded upon admit. Staff looked into the emr for the patient and saw the elevated hr of over 150bpm but were unable to verify if the alarms went off at the central nurse's station (cns) in the review data due to the patient being discharged. When tech support (ts) asked the customer if they saw an alarm in the emr for the elevated hr, they stated that their emr doesn't record if there is an alarm or not and only records the values ts informed the customer that unfortunately, because this happened so long ago, the data will be missing from the cns. The customer was unaware that we could see if a unit alarmed via logs if it was within a few days. Due to the nature of the issue at hand and that it was reported that a patient coded after transfer, ts is initiating an adverse event investigation, even though the customer refuses to confirm if there was harm/death or not. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station. Model: pu-681ra. Sn: (B)(6).

Event description:
The customer reported that the staff is claiming the unit did not alarm when the patient had an elevated heartrate. The patient was discharged from the ed and admitted to another department where they coded upon admit. Staff looked into the emr for the patient and saw the elevated hr of over 150bpm but were unable to verify if the alarms went off at the central nurse's station (cns) in the review data due to the patient being discharged. When tech support (ts) asked the customer if they saw an alarm in the emr for the elevated hr, they stated that their emr doesn't record if there is an alarm or not and only records the values ts informed the customer that unfortunately, because this happened so long ago, the data will be missing from the cns. The customer was unaware that we could see if a unit alarmed via logs if it was within a few days. Due to the nature of the issue at hand and that it was reported that a patient coded after transfer, ts is initiating an adverse event investigation, even though the customer refuses to confirm if there was harm/death or not.